Event description:
The healthcare provider confirmed that the ins reached normal battery depletion and was replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was working and the patient had no issues with it. However, it was stated the patient was having a return of symptoms. During the patient's last visit to their healthcare provider (hcp), the hcp could not "find" the ins. It was further reported that the battery had depleted earlier than expected. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Final analysis of neurostimulator model 3116 (lot # nhv105139h) showed no significant anomaly. Battery normal end of service; no telemetry and no output.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.